Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing, the device evaluation and the legal manufacture's final investigation. Despite good faith attempts the user culture results and cleaning disinfection and sterilization (cds) processes were not shared. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: distal end. Cfu: n.d. (Not done). Bacterial identification: n/a. Sampling date: (B)(6) 2024. Sampling from: biopsy channel (ch) /suction ch. Cfu: 0 cfu/ml. Bacterial identification: n/a. Sampling date: (B)(6) 2024. Sampling from: air/water ch. Cfu: 0 cfu/ml. Bacterial identification: n/a. Sampling date: (B)(6) 2024. Sampling from: auxiliary water ch. Cfu: 0 cfu/ml. Bacterial identification: n/a. The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. Additionally reported information indicates that the device was not quarantined after the detection of micro-organisms, and was used in six subsequent examinations before the culture results were available, could not be determined; however, it is believed that the issue was the result of the pathology lab not properly reporting the detection of bacteria to the user and or the user did not isolate the device after sampling was performed. There were no infection issues or patient injury reported as a result of the event. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to h10 data of the initial medwatch. The correct h10 narrative is as follows: the device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The hygiene microbiological investigation report indicated that the channels of the scope were culture and no microorganisms were detected. The results are evaluated in accordance with the joint recommendation of the krinko and the bfarm 'requirements for hygiene in the reprocessing of medical devices' (bundesgesundheitsbl 2012 - 55:). Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. The results of olympus's microbiological analysis as well as the device evaluation can be found in the related patient identifier. Related patient identifier#: (B)(6).

Event description:
It was reported that the gastrointestinal videoscope tested positive for an unexpected contamination on two occasions. The issue was found during a routine culture of the scope. The device was used in an unspecified procedure after testing positive for the contamination. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.